Manufacturer narrative:
Additional information: d9, h3, h6, h10 the reported calcification was confirmed. All three leaflets were fibrotically thickened, calcified, and contained tears associated with calcifications. Fibrous pannus ingrowth was noted to cover all three stent posts, extending onto the outflow tissue of all three leaflets. Leaflets 1 and 2 also contained folds in their tissue secondary to the tears and calcifications. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The tears and patient symptoms were consistent with calcification of the valve leaflets. Furthermore, the pannus ingrowth at all three stent posts was consistent with interaction with patient anatomy, which would accelerate valve structural dysfunction.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta¿ gt valve was implanted. On an unknown date the patient presented with shortness of breath. On (B)(6) 2021, the valve was explanted the valve due to calcification. The replacement valve is unknown. The patient was reported to be in stable condition.